Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's tubing was found to be disconnected from the sensor board. The ventilator's tubing was reconnected to address the issue.